Event description:
It was reported that an external fluid leak was observed from the replacement line of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed fluid leakage from the set replacement post pump line, connected between the y multi connector and the dialysate pump segment, at the level of the y multi connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.